Manufacturer narrative:
Upon disassembly for visual inspection corrosion was found on the motor, sockets, spacer, bearing and rotor. The rotor was stuck in the motor.

Event description:
It was reported that the remb micro drill heated up during a case. There was no patient or user injury reported and no adverse consequences alleged with this event. Upon evaluation at the manufacturer it displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. There was no patient involvement and no adverse consequences to the user alleged with this event.